Event description:
It was reported that the patient was presented to the emergency room with syncope. The right ventricular (rv) lead was found to have high thresholds and high impedance. The lead was programmed off until lead revision. The lead was revised and capped. A new rv lead was implanted. It was further reported that during the lead replacement procedure, the newly implanted rv lead was oversensing during device switch. The rv lead was connected to the chronic implantable pulse generator (ipg) to provide temporary pacing while the new ipg was being placed and while the chronic ipg was outside the pocket, there was evidence of oversensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.